Event description:
Medtronic rec'd information that a tubing connector within this custom tubing pack leaked during ECMO therapy. The dr applied wax to the connection, which failed top stop the leak. The decision was made to change out the ECMO system, which was performed without reported complication. No adverse pt effects were reported.

Manufacturer narrative:
Evaluation: device history reviewed. Results code: other - device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows bone wax was applied to the outside surface a threaded male luer adaptor. Blood residue was detected on the outside surface around luer in bone wax area. The bond wax was removed and luer bond area was inspected. Inspection shows a bond separation between the tubing and the stem of the male luer adaptor. A leak was confirmed at <2 psi was compressed air. It appears that insufficient bonding material was used during the manufacturing of this product. Conclusion: reduced performance of the device occurred and is related to the event. A review of complaints has noted no similar issues on this product model, suggesting this to be an isolated occurrence. Review of the device history record shows that this product lot met manufacturing specifications when released for distribution. No adverse pt effects were reported.